Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, out of range high pacing impedance was noted on the right ventricular (rv) lead due to suspected rv lead damage. The device was reprogrammed to resolve the event. The patient was stable.